Manufacturer narrative:
D4: the UDI is unknown due to the part/lot number not being provided. Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that an arteriotomy closure of unspecified access site was attempted with a prostyle device after an unknown interventional procedure. Reportedly, when the physician pushed down the plunger (step 2) he noticed that the black sheath of the device was loose [break]. The method used to achieve hemostasis was not provided at this time. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Analysis was performed on the returned device. The reported ¿plunger jumping out¿ was not confirmed. The reported cuff miss was confirmed. Lot history record (lhr) and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. A conclusive cause for the reported difficulties could not be determined. Factors that contribute to the reported cuff miss resulting in the plunger jumping out include, but not limited to, interaction with patient anatomy (human tissue) or failure to maintain a stable position of the device with respect to the tissue tract. The subsequent treatment appears to be related to procedure circumstance. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. Correction: h6 - medical device problem code 1069 was removed.

Event description:
Subsequent to the initially filed report, the following information was received: it was reported that suture placement in the left common femoral artery was attempted with a prostyle device using the pre-close technique via a 6f sheath hole prior to an abdominal aortic aneurysm (aaa) interventional procedure. Reportedly, after step 1, the plunger came out (jumped out). The physician pushed the plunger back in and tried to deploy the device however, a cuff miss was noted since there was no suture on the plunger. The sutures of two new prostyle devices were successfully pre-placed. The sheath was upsized to a 14f, and the aaa procedure was completed. Hemostasis was achieved with the pre-placed prostyle sutures. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.